Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815 or k073374. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2008 at the (B)(6)." Additional information received on 20apr2016: on (B)(6) 2013 at (B)(6) the filter was retrieved because the [pt]'s dr. Determined the filter was no longer needed and that one of the filter legs was fractured and embedded in a vertebral body. The [pt] also states that another piece was going into her aorta. Patient outcome: the [pt] states that another piece was going into her aorta causing her severe back, abdominal and leg pain.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Event and product problem to adverse event. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 01/13/2016 as follows: plaintiff allegedly received an implant on (B)(4)2008 due to a history of dvt and pe due to factor v leiden mutation before undergoing shoulder surgery and had a successful retrieval on (B)(6)2013. A CT report dated (B)(6)2013 described the ivc filter in place with the head tilting, the medial leg extending into the abdominal aorta, and the most posterior leg fractured and embedded within a vertebral body. Plaintiff is alleging tilt, vena cava perforation, fracture.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter as catalog number is unknown it could be either k061815 or k073374. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2008 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation, fracture.¿ cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815 or k073374. Summary of investigational findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is not possible to comment on the alleged filter fracture, embedment in vertebral body and pain. The filter leg is embedded in the vertebral body. Therefore, perforation is also alleged. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture of the wire is a known risk in relation to an implanted filter and implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2008 at the (B)(6) hospital in (B)(6)." Additional information received on 20apr2016: on (B)(6) 2013 at (B)(6) the filter was retrieved because the [pt]'s dr. Determined the filter was no longer needed and that one of the filter legs was fractured and embedded in a vertebral body. The [pt] also states that another piece was going into her aorta. Patient outcome: the [pt] states that another piece was going into her aorta causing her severe back, abdominal and leg pain.